Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2021. It was reported that during the procedure, the device was unable to deploy the bands one by one and the patient re-bled. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. The patient outcome was reported to be fully recovered.